Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device was found to be in reset mode. The cause of reset could not be determined conclusively. (B)(4). Failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.